Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Configuration revealed high impedances. Troubleshooting was tried to no avail. Imaging revealed no apparent issues with the leads. The patient underwent surgical intervention wherein the lead was explanted and replaced. Therapy was achieved post operatively.